Event description:
Device 5 of 6. Reference MFR report#: 1627487-2013-05567, 05568, 05576, 05577, 05579. The pt has two leads (from the same lot) for off-label use. It was reported the pt will undergo surgical intervention. Attempts to gather add'l info have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.